Event description:
It was reported that this implantable pacemaker recorded an alert for the device switching to safety mode. It was recommended the device to be evaluated with a programmer interrogation for further evaluation. Additional information received that this pacemaker was explanted and replaced without complications. The device will be returned for analysis. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded an alert for the device switching to safety mode. It was recommended the device to be evaluated with a programmer interrogation for further evaluation. Additional information received that this pacemaker was explanted and replaced without complications. Outside of the revision, no adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets class_ii_system_fault, three_power_on_resets occurred during a telemetry session and while communicating with the latitude remote monitoring system and other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this implantable pacemaker recorded an alert for the device switching to safety mode. It was recommended the device to be evaluated with a programmer interrogation for further evaluation. Additional information received that this pacemaker was explanted and replaced without complications. Outside of the revision, no adverse patient effects were reported. The product was returned for analysis.